Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported.